Event description:
A draeger representative reported the following to the manufacturing site: "the nurses in ccu noted the monitoring system alarming medium yellow, then nurse looked at the rate and it was 28 bpm and investigated. At this time the patient was unresponsive and resuscitation commenced. While in the room a four second pause did occur and the system did in fact alarm red high alert for asytole at this time. However the staff asked me to review as the monitor system did not alarm red high alert for bradycardia that occurred prior to the pause". Reportedly the patient had to be resuscitated.

Manufacturer narrative:
The following events are logged in the alarm history for the period in question: first bigeminy arrythmia event 08:00:23, duration 2 seconds; pause event at 08:00:55 (2 consecutive beats with interval>pause rate); second bigeminy arrythmia event 08:00:55, duration 32 seconds; hr?40 bpm at 08:01:04, duration 23 seconds; asystole event at 08:01:028, duration 13 seconds. Alarm type settings were: asytoly=high priority/red alarm (non-editable), bigeminy arrythmia-low priority/cyan alarm, bradycardia-high priority/red alarm if below 35bpm. The IFU lists the arrythmia beat and rhythm classification to describe the hierarchy of alarm types based on their clinical significance. It is explained that a bigeminy arrythmia event is of higher relevance than a bradycardia event. At the time the conditions for a bradycardia alarm were met- 8 consecutive beats at a frequency lower than 35 bpm, already a bigeminy arrhythmia event was present with higher clinical significance. As only the alarm of highest significance is being displayed at a time the user did not see the alarm for the patient becoming bradycardic. No indication for a device malfunction has been found. The monitor has posted the expected alarms in accordance to the limits set by the user and in correlation to the hierarchy of clinical significance defined by common understanding of experts.